Event description:
End user called alleging elevating leg rest calf pad broke off and end user slipped out of the chair landing on the broken part. End user required stitches to close a 3-1/2 inch wound.